Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the patient stated she recently lost her taste buds and is not sure if it is related to the nightguard due to a chemical smell and burn she received from it.

Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. The results were summarized and the pictures were attached. Roughness - the flange was smooth. Internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause description: a potential root cause for the reaction could be due to the patient having an allergic reaction. Per the reported information, there was a smell from the device. A potential root cause could be due to the patient not properly cleaning the device which could cause the device to smell. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information: a2, a3, b5, h6. Weight was reported as short. Manufacturer reference #: (B)(4).

Event description:
Additional information received reported that the patient could not brush, floss or use any mouthwash. The patient had to get a prescription for miracle mouthwash. The patient experienced ulcers on the hard and soft palate. The burn was shaped as the nightguard. The issue lasted for at least 3 months, if not longer. The patient went to see a doctor and was prescribed a steroid. The patient stopped using the device immediately.